Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, it was reported that the right atrial lead exhibited apparent external noise that was oversensed and resulted in inappropriate automatic mode switch episodes. Programming changes were discussed, but no intervention was performed.